Manufacturer narrative:
Concomitant medical products: 4076 lead, implanted: (B)(6) 2005; 6935 lead, implanted: (B)(6) 2013. Product event summary: the lead was not returned for analysis; however, performance data was received and analyzed. Analysis of the data indicated pacing capture threshold in the left ventricle was high. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to premature battery depletion. It was noted that high thresholds were observed on the left ventricular (lv) lead. Output was increased as thresholds were slightly higher with the new cardiac resynchronization therapy pacemaker (crt-p). The lead remains in use. No patient complications have been reported as a result of this event.